Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 54 mg/dl. Customer stated that was experiencing low blood glucose and they couldn't get it to come up, customer already had 135 grams of carbohydrates but it won't go up. They already contacted customer¿s doctor. Customer was treated with food. Customer had been experiencing low blood glucose for 2 days. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that reservoir was showing more insulin than what was shown on the status screen. Customer reported programming was accurate. Customer believed insulin pump was over delivering. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No over delivery anomaly noted during testing. (B)(4).